Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the extravascular (ev) lead, no noise or oversensing had been observed when connected to the analyzer; however, after connection to the ev device, oversensing and possible oversensing of physiological noise were observed. The lead was removed and replaced with a new ev lead which showed no noise through the analyzer. After implant of the system, no noise was observed through the device with the second ev lead, but the new lead exhibited high out of range (oor) pacing impedance. Defibrillation threshold (dft) testing was performed and failed at both 30 joules (j) and 40j requiring external rescue. Following dft testing, occasional oversensing and undersensing of r-waves were noted before the patient was transferred for observation. The following day, a device check did not show any additional oversensing or undersensing of r-waves by the second ev lead, and the high oor impedance had returned to within normal limits. The second ev lead remains in use. No patient complications have been reported as a result of this event.